Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low and high blood glucose while using the ilet, with recurrent lows attributed to inconsistent meal announcements and announcing meals during low glucose, after which a factory reset and sensor replacement were performed and the user was instructed to reenter weight and swipe to go bionic once a glucose reading became available. Symptoms included feeling weak during the low glucose episode. Outcomes included an alert from the device for out-of-range glucose, self-treatment with fast-acting carbohydrates, and no need for external assistance or medical intervention. Investigation included user troubleshooting and education regarding proper meal announcement and device setup. Investigation of this case revealed user technique issues related to meal announcements contributing to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user technique and use error were the likely causes.